Event description:
The following was reported by the patient: on (B)(6) 2002 - patient was implanted with a kugel hernia patch for a ventral incisional hernia recurrence. The mesh was placed directly over a previously placed unknown mesh. On (B)(6) 2003 - patient underwent gastric bypass procedure, subsequently developed pain and was diagnosed with hernia recurrence. On (B)(6) 2011 - patient had a bowel resection and partial explant of the kugel patch. On (B)(6) 2012 - patient underwent another bowel resection with a final explant of the kugel patch. The patient states she experienced infection, fistula, and exposed mesh; which at times she was able to pull out of the abdominal wound. Patient still has open wound from most recent surgery.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the currently available information, it is unknown whether the device may have caused or contributed to the event. Although medical records have not provided, the patient indicates that she developed and was treated for an infection and fistula. Both of which are known possible adverse events listed in the IFU. The report does not identify a specific device issue and no product was returned for evaluation. Additionally, a lot number was not provided, therefore a manufacturing review is not possible. With the currently available information, no conclusion can be drawn at this time.